Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion found at 13.2-14.2cm from connector pin, consistent with lead friction to ICD can and at 16.8-17.4cm from electrode tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were found at 14.0-15.9cm, 31.8-33.6cm, 33.5-34.9cm, and 35.0- 36.9cm from electrode tip and at 15.9-16.3cm from connector pin. The etfe coating was intact at all abrasion locations.

Event description:
This report is to advise of an event observed during analysis.